Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified although it can be presumed that there was a temporary connecting failure that may have occurred on the ccd unit. The event can be detected/prevented by implementing in accordance with the below instructions for use: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ ¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the videoscope screen was completely black and did not display when connected. The issue was found during preparation for use for a therapeutic laparoscopic appendectomy procedure. The procedure was completed with a similar device. There were no reports of patient or user harm.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.